Event description:
Customer reports protime inr 5.0, subsequent hospital visit for gi bleed, and inr 12.0 by hospital instrument.

Manufacturer narrative:
Manufacturer product evaluation/investigation currently in process.